Manufacturer narrative:
According to the customer, she was walking with the cane and then the cane bent and she fell. She seeked medical attention and needed stiches on her lip. There was no further information. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, she was walking with the cane and then the cane bent and she fell. She seeked medical attention and needed stiches on her lip.